Manufacturer narrative:
(B)(4). Batch # m52r7m. The analysis found that one ec45al device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. Upon further inspection the channel lockout tab was noted to be damaged. The returned device was disassembled in order to verify the condition of internal components and no anomalies were noted. Upon further visual inspection the knife was noted to be slightly buckled causing the channel lockout tab to be damaged. No further functional testing could be performed due to the found conditions, however the device was dry fired to test the condition of the firing mechanism and achieved its complete firing sequence without any difficulties. The found damage on knife and lockout tab is consistent with applying a high force to the firing trigger on a locked or fully fired cartridge. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lower anterior resection procedure, the device locked out when the surgeon tried to fire it. It is not known on which firing the lock out occurred. The cartridge type is not known. It is not known if buttressing was being used. It is not known how the device was removed. Another like device was used to complete the procedure. There were no adverse consequences for the patient.